Event description:
Patient presented to the heart and lung specialized care clinic and reported multiple instances of power switching and beeping on his heartware lvad. Review of alarms showed multiple critical battery alarms. Two different batteries were exchanged. Log files were sent to medtronic which confirmed the 4 critical battery alarms, but no pumps stopped noted. Instructed patient to call back if he noted more power switching with his new batteries.